Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device evaluation confirmed the customer allegation and found that the cap was loose. Based on the results of the investigation, it is likely that the following led to the malfunction: broken ceramic beak: it can be concluded that a damage of the ceramic beak of the inner sheath was caused by thermal and mechanical induced wear and tear, improper handling, mechanical overload like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. Loose cap at the proximal end is attributed to wear and tear in accordance with the age of the item and frequent usage as well as improper handling, application of excessive force to the cap. This issue is addressed in the instructions for use (IFU): before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a damaged tip break. The issue was found during a therapeutic holmium laser enucleation of the prostate procedure. The procedure had a 5 minute delay and was completed with a similar device. There were no reports of patient harm.